Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6(a), d6(b), h6.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. The device has been explanted.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 25/mar/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 14/may/2024 additional, changed, and/or corrected data: a4.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on april 22, 2024, with lot number#: 2005325. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken-on radius assessed, as a surgical impact opening (shell thickness within spec). Additional observations: stress marks observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side rupture. Confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via ultrasound. Device remains implanted.